Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a surgical procedure, the attachment overheated and has an abnormal sound. It was reported that there were no additional intervention performed, there was a 60-minute procedure delay, and the procedure was completed using the reported device. On follow-up, it was reported that the surgeon felt a thermal sensation of heat while using the device but there was no impact. It was reported that the patient had a prolonged exposure to anesthesia due to the extra time taken to cool down the device between use. It was also reported that the patient had no further issues post-surgery.